Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional reporter contact: (B)(6).

Event description:
The complaint/event involved a 15" (38 cm) appx 5.2 ml, bifuse add-on set w/bag spike, spiros¿, 3 clamps (blue, red, white), dry spike adapter that reportedly leaked an unspecified chemotherapy drug during an infusion. No concomitant device, no bleed back, no delay in critical therapy and no patient harm was associated with the complaint/event.

Event description:
The customer provided additional information on 29-apr-2024 as follows: there was no physical damage noted on the device and the location of the leakage was unknown. There was no unprotected chemotherapy exposure in this event. There was no patient or healthcare provider harm. The chemo spill was cleaned up using a spill kit per the facility's protocol. The mating device was an unspecified ICU medical plum set. The set was replaced and therapy resumed.

Manufacturer narrative:
The following items were provided by the customer for complaint investigation: one used list #unknown, infusion set; lot #unknown. One used list #ch3187, 15" (38 cm) appx 5.2 ml, bifuse add-on set w/bag spike, spiros¿, 3 clamps (blue, red, white), plug adapter; lot #13507206 .-one used. List #unknown, norm-saline injection "otsuka" 0.9% 100 ml intravenous bag; lot #b4c75. Saline and chemotherapy residuals were noted in the used with list #ch3187 and mating devices. Leaking was observed where tubing and piercing pin connect. The returned set was leak tested per product specifications. The tubing did not appear to be concentrically sealed to the bond pocket. The bond integrity was tested and met functional specifications. Evaluation of the bond area revealed gaps in solvent coverage. The reported complaint of leakage can be confirmed due to the channel leak. The probable cause of the channel leak is due to a manual bonding error during the assembly process of manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional/updated information can be found in b5 and d10.corrected information can be found in d7a - single use device.